Event description:
The customer reported that the 9900 system x-ray tube needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an investigation. The x-ray tube needs to be replaced.